Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at 7.09 am on (B)(6) 2018. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿121 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with insulin (self-adjuster), and that in response to the alleged high result, he took his normal dose of insulin (humalog 5 units). The patient reported that after the alleged issue started, around 8 am he developed symptom of ¿passed out¿. The patient stated that when he woke up the paramedics had arrived, and a blood glucose result of ¿27 mg/dl¿ was obtained on the paramedic¿s meter. The patient stated that around 8.40 am, he was treated with IV glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr walked the reporter through a retest and the control solution test was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required treatment from a health care professional after the alleged product issue began.